Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25apr2019. The customer was performing preventative maintenance (pm) and replaced the case, battery, and flow valve. Customer found the reported issues during that time. Manufacturer's field service engineer (fse) evaluated the unit and verified the reported issues. Fse found error code for high pressure and replaced the unit touch user interface printed circuit board assembly and battery to resolve the reported issues. Fse reloaded the system software. Fse also performed system calibration and performance verification testing (pvt. All testing passed. Unit ready for service.

Event description:
The customer contacted technical support stating that unit had thermal damage and error code message of soft anomaly. The customer reported there was no patient involvement. Event date not specified: estimate used.